Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's video graphics array (vga) port sparked resulting in burn marks on casing. It was noted that the programmer was unable to turn on. The programmer is expected to be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's casing had burn marks, however, not near the video graphics array (vga) port. The lowercase was replaced. Analysis was unable to confirm the customer's comment that the programmer was unable to power up, however, confirmed there was no display. The micro processor unit (mpu) was replaced. Additionally, it was noted that the hinge plate screws were missing. The hinge plate screws were installed and secured. The programmer generated an error during software load. The hard drive was upgraded and reimaged. The software was reloaded and updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.